Manufacturer narrative:
(B)(4). Method: product evaluated. Device history record, ncmr, CAPA & complaint history evaluated. Result: device performed according to specifications. Conclusions: device evaluated & alleged failure could not be duplicated. (B)(4) MDR# 22488721-2010-00161.

Event description:
Customer reported inr high results on the protime instrument for two pts. Pt 1 results not reportable. Pt 2 of 2 - protime inr high vs reference lab 2.1.